Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. Customer's mother is calling on behalf of the customer. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 175 and 180mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/31/2016 and open vial date is within the month of (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer has not had any changes in the diet or exercise. Customer test in fasting. Unable to perform a back to back to blood test since customer has not test strips available for testing.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. Customer's mother is calling on behalf of the customer. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 175 and 180mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/31/2016 and open vial date is within the month of (B)(6) 2016. The meter memory was reviewed for previous test result history: 451mg/dl (B)(6) 2016 03:57 pm fasting: yes; 291mg/dl (B)(6) 2016 10:15 am fasting: yes; 413mg/dl (B)(6) 2016 07:54 pm fasting: yes; 206mg/dl (B)(6) 2016 11:14 am fasting: yes; 374mg/dl (B)(6) 2016 06:41 am fasting: yes. The customer has not had any changes in the diet or exercise. Customer test in fasting. Unable to perform a back to back to blood test since customer has not test strips available for testing.